Event description:
(B)(4).

Manufacturer narrative:
The astral device was returned to resmed technical services and an investigation was performed. Review of the downloaded therapy data showed that a system fault 180, indicating a battery charger fault, as triggered. The device is currently being returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).